Manufacturer narrative:
This report is submitted on november 16, 2021.

Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2021 due to lack of benefits, pain and dizziness from device use. Additional information has been requested but it has not been made available as of the date of this report.